Event description:
Needle broke and the tip was lost in the patient. Surgeon is not planning to remove the broken piece. The patient's cuff was normal in size and density. Sales rep states that this facility does not reprocess any single use devices. A back-up needle was available to complete the procedure. There is no additional info available at this time.

Manufacturer narrative:
.